Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for additive deficiency with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: complaint is confirmed. Large droplets of the solution in close proximity to one another tend to coalesce once the water dries, a wafer like additive deposit is left behind. This deposit stands out.

Event description:
It was reported that additive of 13 x 75 mm x 4.0 ml bd vacutainer® plus plastic whole blood tube was only on one side of the tube wall. No injury or medical intervention.